Event description:
The customer reported that measurement drops out when patient is sitting or laying on the sensor. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. The unit passed visual inspection but failed continuity testing due to a broken orange conductor at the emitter solder joint assembly. Sensor led does not illuminate. ¿sensor malf" error message displayed on the lab monitor., corrected data: updated d4 lot# from blank to "20f05"; UDI# from blank to (B)(4). H4 device manufacture date from blank to "06/25/2020".

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that measurement drops out when patient is sitting or laying on the sensor. No consequences or impact to patient were reported.